Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart, motor error and had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a recurring unexpected restart everytime the battery has been changed. Customer also reported to have received a motor error alarm and that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a keypad anomaly and the buttons were unresponsive. Customer stated that the time was advancing and there is no significant event that could have led to keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.